Event description:
Revision surgery - the patient was unstable and the polyethylene was worn down on the posterior side.

Manufacturer narrative:
The reason for this revision surgery was to remedy patient instability after 5.6 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the instability was most likely due to the polyethylene insert being worn down on the posterior side. There are no indications of a product or process issue affecting implant safety or effectiveness.